Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to facilitate drainage due to inoperable inflammation of the gallbladder during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During preparation, the physician noticed that there were many holes in the stent, which could not be operated. The procedure was successfully completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent cover damaged/defective could not be confirmed. The device was returned with the stent undeployed. After it was deployed, holes in the stent were observed; however, this is not considered damage. During deployment, a slow stent expansion rate was identified. Stent expansion rates can be affected by compression, time, temperature, and humidity. Larger stents often expand more slowly because they undergo greater compression in the catheter. This compression, which varies by size, can temporarily reduce the opening dimension and delay full expansion until the stent reaches its intended shape. The investigation concluded that the last additional event of sheath kink was most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery-enhanced delivery system was received for analysis. The device was returned with the stent undeployed. X-ray imaging revealed no damage to the device. Evidence suggests the device was attempted to be deployed and subsequently re-sheathed, as indicated by the handle being in the position zero of the deployment process. A kink was observed near the luer, with no additional handle or sheath damage noted. No resistance was felt during slider retraction. Upon attempted full deployment, the proximal flange expanded; however, the distal flange and saddle did not expand. No stent braid twists or folds were observed. Small holes were noted in the stent, though these were not considered indicative of a device failure. With manual hand pressure, the stent was able to expand to its intended configuration. Risk review: a risk review was completed and confirmed that the event of "stent cover damaged/defective" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause linked to device but unable to trace more specifically.

Manufacturer narrative:
Block e1: initial reporter's address:(B)(6) reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the gallbladder to facilitate drainage due to inoperable inflammation of the gallbladder during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025, during preparation, the physician noticed that there were many holes in the stent, which could not be operated. The procedure was successfully completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following procedure was reported to be stable.